Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated patient was "not feeling stimulation at all" and that a system diagnostics test resulted in a high lead impedance reading indicating a possible device malfunction. Revision surgery is likely. No serious injury was reported.